Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of peritonitis, hospitalization, treatment, patient outcome and action taken with apd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.